Manufacturer narrative:
The several episodes of peritonitis was reported to have occurred "since receiving pd treatments". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced several episodes of peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the events. Treatment for the event was unknown. At the time of this report, the patient has recovered from the events. Pd therapy was ongoing during the treatment. No additional information could be provided as the reporter declined follow-up.